Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre 2 sensor. Customer reported receiving unspecified low readings on the sensor scan and experienced seizure. Customer had contact with a healthcare provider and received unspecified treatment. A reading of 172 mg/dl was obtained on the hcp meter compared to a sensor reading of 50 mg/dl. It is unknown if the reported readings were obtained before or after treatment. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or permanent impairment associated with this event.